Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing sensation stops repeatedly. After she waits for some time, hearing sensation returns shortly. Testing shows that the device has malfunctioned. An accident or trauma is not known. The external parts have been checked.